Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report:3006705815-2016-00543. The manufacturer is unable to determine which lead was involved hence both leads are reported. It was reported the patient was experiencing unintended stomach and chest stimulation and was no longer receiving effective stimulation to the pain areas. It was determined the lead had migrated. The patient underwent surgical intervention on (B)(6) 2016 where the lead was repositioned. The patient is now receiving effective stimulation.